Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-30067. It was reported the patient presented in the clinic with a pocket infection. The patient's implantable cardioverter defibrillator, both right ventricular leads, right atrial and left ventricular leads were explanted. The patient was in stable condition.